Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm reading was 88 mg/dl, and the blood glucose reading was 44 mg/dl. The patient experienced feeling weak, sweaty, shaky, disoriented, cold, dizzy and tired. The patient drank orange juice and asked her son to take her to the hospital. At some point before arriving to the hospital, when the patient took another fingerstick, the cgm reading was low, and the blood glucose reading was 48 mg/dl. When a fingerstick was taken at the hospital, it was still showing a low reading, but no specific reading was reported. It was not known what the cgm reading was at that moment. The patient was treated with juice and intravenous glucose. The patient was discharged the day after the event, and it was not known how much time exactly the patient stayed at the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 08/01/2025. It was reported that the patient was in the hospital for less than 24 hours.

Manufacturer narrative:
(B)(4). B2 outcomes attributed to adverse event - additional. B5 describe event or problem - additional. H2 additional information. H6 health effect - impact code - correction to remove code f08 hospitalization or prolonged hospitalization from the initial MDR.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and failed. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined due to an investigation could not be performed. No additional patient or event information is available.